Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6726 crdm adaptor, (B)(6) 2011; d224trk implantable cardioverter defibrillator, (B)(6) 2011; 4193 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005; 6996sq58 implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) and leads were explanted. Cultures were taken and the patient placed on antibiotic therapy. It was also reported that the infection was systemic. The system was explanted and replaced five days later. No further patient complications have been reported as a result of this event.